Manufacturer narrative:
The insulin pump was monitored for several days and no unexpected failed battery test noted. The insulin pump had normal operating currents. The insulin pump passed displacement test, self test and off no power test. However, the insulin pump was received with minor scratched lcd window, scratched reservoir tub window, cracked reservoir tube lip and stained address serial number label.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's mother reported via phone call that the customer had a failed battery test alarm on their insulin pump. Customer's blood glucose was over 500 mg/dl at the time of the call. Troubleshooting did not find any damage or corrosion to the customer's battery compartment or battery cap's contacts. It was found the customer did not receive a failed battery test alarm at the end of troubleshooting. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.